Event description:
Additional details obtained noting that in the past few years the patient had developed pain in the left chest at the generator site that is most notable when he's going to sleep or waking up and the pain is localized at the generator site and around the left arm. The patient takes tylenol for the pain which mostly helps. Additional information received noting that the explant surgery occurred on (B)(6) 2025 and the surgery was to prelude a serious injury. Both the generator and lead were explanted. The suspect device has not been received by product analysis to date.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently listed an incorrect date b5 describe event or problem, corrected data: initial report inadvertently left out relevant information h6 adverse event problem, corrected data: initial report inadvertently did not code e2109 twice to account for chest pain and arm pain.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing pain and it was noted to be significantly affecting the patient's quality of life. They would like it to be removed to attempt to improve the pain. The patient then underwent explant surgery due to the pain. Additional details obtained noting that the pain is at the chest site and only the generator was removed. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.